Event description:
I had a patient with keratitis and dry eye syndrome who also suffered from headaches after months of wearing contact lenses prescribed by (B)(6) using their fraudulent quackery "vision exam" that is designed to rubber-stamp self-prescribed lenses to make sales to the detriment of patient health and with callous disregard for standard of care. FDA safety report ID# (B)(4).